Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 350 mg/dl. The patient was moved to the intensive care unit (ICU) to receive treatment. For treatment, intravenous (IV) insulin with fluids and diagnostic tests to rule out other illnesses. The patient reported that cannula dislodged from the pod site, at which time it was removed. The patient was reported to be dehydrated. No further details to report.